Event description:
It was reported the device was used during a low anterior resection. It was reported the surgeon was performing a baker's anastomosis where the anvil is brought through the sidewall of the colon and the proximal segment. The surgeon mated the two portions of the instrument together properly, fired the cdh33 device, heard the crunch, and removed the device. The surgeon inspected the donuts and they were intact and symmetrical. The proximal donut was perfect but the distal donut had 4 staples within the donut that did not appear to be completely closed. The rep asked if the anastomosis was checked to see if leakproof and the surgeon reports the anastomosis was not checked. The surgeon decided because of the 4 staples being present in the donut and the fact that the pt had previous radiation treatment in the area, the surgeon decided to do a diverting ileostomy. The rep had previously requested that the surgeon call him to be present at her next low anterior resection but the surgeon did not call the rep for this procedure. The rep also demonstrated firing the cdh33 on foam for nurse manager, and clinical engineer (on 10/28/1998). The demonstrated device was from the same lot as the device used on above described procedure and the demonstrated cdh33 worked properly. 11/03/1998 contacted md; stated that she was performing a low anterior resection; stated that she had the stapler ready to be fired; when she fired the instrument, md stated that "there was not an audible click"; she then attempted to remove the stapler from the pelvis, but had a difficult time; md stated that she required assistance from her chief resident; md stated that they had to "rock the stapler" out of the pelvis; the anvil was left in the pelvis then attached to the handle of a new stapler; the instrument was fired; md stated that she did not feel anything unusual; when the stapler was removed the donuts were examined; one donut was intact, and the other had a tear in the tissue.